Manufacturer narrative:
The insulin pump received unable to perform the displacement test due to loose drive support disk.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 173 mg/dl at the time of the incident. Customer stated that insulin pump had cosmetic damage bottom part is loose. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.